Event description:
Caller reported the customer advised after the tracheostomy tube was inserted, the cuff began to leak. The caller reported that they could not keep the cuff inflated. They did not know where on the tracheostomy tube the leak was occurring. The patient was extubated and re-intubated with the same type of tube.

Manufacturer narrative:
The 8 percutaneous tracheostomy tube lot number 0806001859 was received for evaluation. An inflation/deflation test was conducted, 17 cc of air were added and the cuff did not hold air. The tube was then submerged into a container with water and 17 cc of air was added. A pinhole leak was observed in the cuff. The reported failure mode reported was confirmed.